Event description:
It was reported to boston scientific corporation that an endovive standard peg kit push method was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2015. According to the complainant, during the procedure, the peg tube detached at the transition zone between the hard and the soft plastic while pulling it through the stoma site. No part of the device detached inside the patient. There was enough of the peg tube that was outside the patient that the physician continued pulling it through. The procedure was completed with this endovive standard peg kit push method. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.